Event description:
Two stents were placed in the right iliac artery. Multiple exchanges were made through the stents to a pta distal to the lesion. During the exchanges, the items utilized caught on the distal gold markers of the stent, bending the marker. The physician utilized a balloon in an attempt to tack up the stent markers.